Event description:
During verification testing at the service center, the device audible alarm tone was intermittently silenced without the silence key being pressed.

Manufacturer narrative:
During testing, the audible alarm tone was intermittently silenced during an alarm condition without the silence key being pressed. This was due to a broken switch spring on the printed circuit board. If excess force is applied to the silence key, the spring in the switch can lose elasticity and the spring will not return to its original length when the silence key is released. The probable cause of the broken switch spring was misuse in the customer environment. This report represents all the info known by the reporter upon query by hospira personnel. # (B)(4).